Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pt fractured exeter stem in situ through the proximal 1/3 of the stem. Another surgery planned to correct problem.